Event description:
After a stent was deployed, a dilatation balloon catheter was used to post-dilate the stent. After removing the balloon catheter, an attempt was made to remove the guide wire; however, the guide wire stuck in the vessel and could not be removed. The guide wire was positioned at the very distal part of the target vessel. It was found that the coil of the guide wire was broken and exposed. A snare was used to remove the guide wire from the pt. No pt effects were reported.